Event description:
It was reported that the during a device change out, there was no impedance reading observed after the superior vena cava coil was inserted into the port. The lead was removed and reinserted into the port, with the same results. The lead was removed from the header and there was high impedance noted through the analyzer. The superior vena cava portion of the lead was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: a partial lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured. The rv lead was capped/replaced and five years later it was explanted.